Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, the haptic sheared upon insertion. According to the additional information received, the procedure performed was cataract surgery with iol implantation in patient¿s left eye. There was patient contact and no patient harm.